Event description:
This was an interventional case. The pt had unstable angina, but no calcification, tortuosity, nor scarring of the artery was noted. The 0.018" guidewire would not advance into the artery, so the operator, a radiological technician, retracting and replunged the plunger, while the guidewire was still advanced in the device. The guidewire position was outside the shaft of the device in the subcutaneous tissue, and it became severely kinked. Fluoroscopy revealed that a 3/4 inch long portion of the guidewire tip sheared off and was left in the subcutaneous layers over the lower quadrant of the femoral head. The pt experienced no subsequent medical complications. Standard access of the femoral was used and the case was successfully completed. The pt returned for a f/u procedure two months later on the opposite leg. The physician took an image of the first access site and identified the sheared guidewire tip in the subcutaneous tissue. He stated that the guidewire tip posed no risk to the pt in the subcutaneous tissue and no intervention to remove it was necessary.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. However, the reported failure mode was replicated in a benchtop setting when the device was improperly re-deployed several times without retracting the guidewire. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera access system instructions for use (IFU) was reviewed. In the precautions and deployment sections, the following instructions are included: "avoid kinking the guidewire," "replace with a new guidewire if the guidewire becomes kinked," "carefully remove and replace if the guidewire kinks inside the device," and "stop if excessive resistance is felt during removal and retract the device and guidewire together from the vasculature." Additionally, if the guidewire cannot access the vasculature after the plunger is fully depressed, instructions are provided to abort the procedure and revert to standard arteriotomy. The IFU describes required steps sufficiently and no updates is required. Based on the analysis completed, it is unk whether or not the device was not out of specification, as it cannot be definitively determined. However, the probable root cause, based on available info, is user error due to improper handling of the device. The operator has been re-trained by the arstasis rep.